Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: initial reporters facility name is (B)(6). Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal stenosis dilatation procedure performed on an unknown date. During the procedure, the pressure was increased, however, the balloon did not inflate. The same event was observed during bench testing. It was reported that the balloon was ruptured. The procedure was completed with another cre pro wireguided dilatation balloon with a different lot number. There were no patient complications reported as a result of this event.